Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-04294 and 2134265-2016-05085. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro² imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro² imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.